Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment. Logfile showed no abnormalities. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: 2019-86085.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company¿s acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that a patient underwent a bilateral procedure and experienced poor vision several weeks post-operatively. The patient was out on sick leave for a very long time. At the last follow up visit, visual acuity had increased. Patient impact has resolved. Additional information was received. Surgery was completed without problems. Glasses were not improving vision post-operatively. The cornea was noted to be irregular. The patient could not work because she has to drive everyday and vision was bad. The patient was mentally exhausted because she was very worried that her vision was not getting better. Approximately two months post-operatively, visual acuity has improved. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.